Event description:
Event: intervention to remove jacket guard and balloon. Case details: the patient is described as having narrow iliac/femoral access arteries. The balloon catheter broke leaving the balloon and the jacket guard in the patient. Separation of the delivery catheter did not resolve the problem. The physician removed the jacket guard and balloon via a femoral incision.